Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an svc (superior vena cava) coil alert was triggered for the right ventricular (rv) lead due to high svc coil impedance. It was noted that this alert has also triggered in the past. The rv lead remains in use. No patient complications have been reported as a result of this event.